Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 183 mg/dl at the time of incident and current blood glucose was 532 mg/dl. Customer¿s different blood glucose was 400 mg/dl and 520 mg/dl at the time of call. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer was treated with bolus. Customer did not allege insulin pump was under delivery. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was declined to perform high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.